Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('two essure coils noted within the endometrial cavity/both essure coils were noted on bivalving the uterus') in an adult female patient who had essure (batch no. B97496) inserted for female sterilisation. Other product or product use issues identified: device placement issue "there was more coils seen in the uterine cavity and I counted fifteen coils.". The patient's medical history included chronic cervicitis, nabothian cyst, polyp of corpus uteri, excessive menstruation, grand multiparity, sterilization, vaginal delivery, parity 6 and cystoscopy. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: insertion (B)(6) 2014: left tube: initially, there were five coils noted outside into the uterine cavity. Right tube: seen in the tube with eight coils trailing into the uterine cavity the patient had a previous essure that failed. Insertion (B)(6) 2016: tried to palpate for the coils of the essure but I could not locate any of them. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('two essure coils noted within the endometrial cavity/both essure coils were noted on bivalving the uterus') in an adult female patient who had essure (batch no. B97496) inserted for female sterilisation. Other product or product use issues identified: device placement issue "there was more coils seen in the uterine cavity and I counted fifteen coils.". The patient's medical history included chronic cervicitis, nabothian cyst, polyp of corpus uteri, excessive menstruation, grand multiparity, female sterilization, vaginal delivery, parity 6 and cystoscopy. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: insertion (B)(6) 2014: left tube: . Initially, there were five coils noted outside into the uterine cavity. Right tube: seen in the tube with eight coils trailing into the uterine cavity the patient had a previous essure that failed. Insertion (B)(6) 2016: tried to palpate for the coils of the essure but I could not locate any of them. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.